Event description:
It was reported that the insulin pump alarmed general unexpected restart. Customer took out the battery and put in the battery after 5 minutes and insulin pump alarmed button error and numbers kept scrolling. Customers' blood glucose was 7.8mmol/l. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. No general unexpected restart alarm. Insulin pump passed unexpected restart error alarm test and self test. Numbers does not ramp up on its own or scrollbar moving with no input. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.